Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction and urge incontinence it was reported that they looked it said patient's therapy was off. Caller stated they don't know how patient's therapy got turned off and patient does not recall ever turning therapy off. Caller stated they don't know how long patient's therapy was turned off for or when it would have got turned off. Caller stated when they turned patient's therapy on the setting it turned on at (1.8) patient could not handle because it was too strong. Caller reported patient feels the vibration go into their rectum and vagina and it was uncomfortable. Agent reviewed to decrease stimulation if uncomfortable. Patient decreased stimulation but stated it still felt a little too strong. Caller stated they were going to continue decreasing stimulation to a comfortable level. Caller stated they just felt like "somethings there". Patient confirmed feeling stimulation in bicycle seat area, but only on one side of their lower cheek in the bicycle seat area. Patient stated they did not like the feeling. Patient described feeling of stimulation as not even a sting just feeling like pressure or like something going up their rectum. Patient reported they were having a lot of trouble with their bowels and constipation. Caller reported 2 days ago patient was in the bathroom for over 2 hours trying to pass their bowel and stated they just wouldn't pass. Patient stated they started off with these little balls and then it gets bigger and at the end when they are all "torn apart" and their rectum felt like it was hanging out of them then the bowels finally came out. Patient also reported they hadn't gone to the bathroom in days and stated this was why they are having an MRI. Reviewed role of patient services and redirected caller to patient's healthcare provider to further address the issue. Reviewed therapy overview and expectations. Caller reported patient's implant is for urinary incontinence but therapy never worked since date of implant. Patient stated they kept going back to their health care provider (hcp) and they did not know what to do for patient. Caller inquired about how therapy works. Caller stated now patient was really constipated so they don't know if this is making patient too constipated. Agent reviewed therapy overview and expectations. Redirected to patient's healthcare provider to discuss symptoms and therapy. Caller stated they know therapy was programmed right from the beginning because the representative (rep) set it up. The patient was redirected to their healthcare provider for further assistance. Agent emailed caller physician listings.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.